Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer was failed. A field service engineer (fse) reseated the flat flex cable, identified a sticking solenoid release spring preventing the drawer stop from lifting, replaced the 1x3 mini-drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed. The customer tried to reboot and recover the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. There were no adverse events or injuries reported based on this event.